Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and nausea. The cause of the event was not reported. The patient was not hospitalized for the event. There was no treatment initiated. It was reported that the patient agreed to monitor the event. Action taken with pd therapy was unknown. At the time of this report, the patient was recovering from the events. No additional information is available.